Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient needing brain MRI. Hcp states that the therapy works well for pt's symptoms but they cannot connect to the ins using pt's programmer nor the "controller" that they have at the clinic. Hcp states this issue has presented ever since the ins was placed. Hcp noted pt wants to have the ins removed or replaced with a full body conditional system. Hcp wanting to know if they can proceed with MRI. Agent reviewed issue could be due to ins position in the body, recommended not proceeding with MRI unless they can confirm stim is off. Agent offered to troubleshoot - hcp declined.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that cause of them unable to connect was not known, but the device will be removed. The removal surgery has not be scheduled yet, therefore the issue is not yet resolved. They indicated the device would be returned once it was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.